Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 4/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/17/2017 with the following findings: a visual inspection of the pump revealed that there was no debris in the cartridge compartment. No activity related to the complaint was observed in the pump¿s black box or download history. The pump powered on to the verify screen with audible and vibratory features. The pump¿s ¿ez-prime¿ steps were performed correctly. The remaining insulin reading was found to be calculated and recorded correctly. The pump was primed until 20 units remained in the cartridge at which point a low cartridge warning was given. The cartridge was removed and 20 units remaining were visually confirmed. The initial complaint was not duplicated during investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.